Manufacturer narrative:
(B)(4). Evaluation: the device was serviced on-site. A visual inspection and force sensing resistor test was performed. During the visual inspection it was identified that their latch roller was found to be damaged. The cause of the damage was determined to be normal use. The latch roller was replaced to fix the found condition. The pump passed all testing and was returned to the customer in good working order.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged latch roller. There was no patient involvement. No additional information is available.